Manufacturer narrative:
On 12-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with pentaray nav high-density mapping eco catheter. White filamentous tissue was cut and came out. When pentaray was pulled to sl0 side by ivc, white filamentous tissue was cut and came out. This occurred approximately 3 hours after catheter use, after ra second mapping. The pentaray did not rise from ivc, and as felt that sl0 was stuck, the event occurred when pentaray was withdrawn. Since there was no defect in pentaray, procedure continued as it was. The patient's condition was stable, and echocardiography confirmed the absence of cardiac tamponade, and the procedure was terminated. White filamentous tissue has broken. Device evaluation details: according to pictures provided by customer, foreign material was observed. Additionally, the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray, also, a non j&j product was found attached to the device. A manufacturing record evaluation was performed for the finished device 30508072l number, and no internal action related to the complaint was found during the review. The instructions for use (IFU) states that using aseptic technique, remove the catheter from the package and place in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with pentaray nav high-density mapping eco catheter. White filamentous tissue was cut and came out. When pentaray was pulled to sl0 side by ivc, white filamentous tissue was cut and came out. This occurred approximately 3 hours after catheter use, after ra second mapping. The pentaray did not rise from ivc, and as felt that sl0 was stuck, the event occurred when pentaray was withdrawn. Since there was no defect in pentaray, procedure continued as it was. The patient's condition was stable, and echocardiography confirmed the absence of cardiac tamponade, and the procedure was terminated. White filamentous tissue has broken. After the onset of the event, echocardiography confirmed the absence of cardiac tamponade. The patient's condition was stable. The physician commented that pentaray did not rise from ivc, and at that time, it felt that sl0 was stuck, so pentaray was withdrawn and an event occurred. They commented that if pentaray had been pushed up without pulling it, it might not have occurred. It was other company's sheath. When introducing the pentaray catheter, the physician felt it catching the catheter. The foreign material on the usable length of the catheter is MDR-reportable.